Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the reason for call was the patient not been able to charge ins. Longevity of implant was reviewed. It was noted the patient had not had ins checked in many years. Troubleshooting was unable to be performed as the patient tried syncing recharger to ins, saw that the recharger was trying to sync then it disappeared and they had not seen anything on the screen since. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.